Manufacturer narrative:
Device evaluation. There was no damage evident to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. There is no evidence of stent damage.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. No resistance was encountered when advancing the device. It was reported that the stent required greater than usual force to remove from cage and the proximal edge of the stent appeared damaged after withdrawal. The stent was therefore not deployed. No patient injury reported.